Event description:
Customer reported she woke up with high blood glucose and coworker notices she was weak and sent her to the emergency room, as customer works in the hospital. Customer believes it may have been the chiropractic adjustment which let to the severe dehydrating leading to high blood glucose. Blood glucose was over 300 mg/dl. Customer was treated with IV and released. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.